Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they have no stimulation and were unable to communicate with the battery or charge. The patient stated she had never charged the battery and that there were prior issues with the recharger overheating that she told her physician about. The implant was overdischarged and two physician mode recharges were attempted without results. No other intervention took place as the patient could not wait any longer and was going to discuss plan with physician to get battery replaced. The issue was not resolved at the time of the report. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.